Event description:
The customer reported discrepant troponin I (access accutni) result, for one patient, and software timeout errors on the instrument involving the access accutni reagent used in conjunction with the unicel dxc 600i synchron access clinical system. An initial result of 0.19 ng/ml was obtained and released out of the laboratory. The patient was admitted to the hospital based on the result. The customer was uncertain if the patient's hospital admission was based on the discrepant result. No additional patient information has been received from the customer. There has been no report of current patient outcome. The patient's sample was retested on an alternate unicel dxc 600i system and produced a lower result of 0.00 ng/ml, within the normal reference range of the assay. The patient's sample was collected in 13x75 mm lithium heparin plasma separator tube and centrifuged at 6,000 rpm (rotations per minute) for four minutes, at room temperature. The customer indicated quality control (qc) is performed once daily and was within specifications at the time of the event and following the incident. The customer rebooted the system and performed daily system maintenance; no additional software timeout errors occurred. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
There is no indication that the access accutni device was returned for evaluation. The field service engineer (fse) performed system verification testing (system check, high sensitivity system check, precision testing, and quality control); results were within assay/instrument specifications. No system hardware issues were identified. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the incident could not be determined with the available information.